Event description:
It was reported that patient experienced discomfort at the thoracic lead site. X-rays were taken and it was noted that a loop in the lead was superficial against the skin. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was buried deeper into the tissue. No product was implanted or explanted. Effective therapy restored post-op.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.